Event description:
This is report 1 of 2 for (B)(4). It was reported that during an unspecified surgical procedure, it was discovered that two fms connect (vue) devices were not being recognized by the pump. During in-house engineering evaluation, it was determined that device had a suction failure. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d10: concomitant med products and therapy dates: fms connect (vue) device, (B)(6) 2024. H4: the device manufacture date is currently unavailable. Investigation summary :the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. The cord, connector and pins are in good condition. The connector cap is attached to the connector as it should. When performing the functional test, a shaver hand piece and an fms vue pump was used to test the functionality of the device, when activating the shaver, the suction function failed to work. The overall complaint was confirmed as the observed condition of the fms connect (vue) would contribute to the complained device issue. Based on the investigation findings, the potential root cause is traced to hard and continuous use, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to wear of device's internal components, however this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.